Event description:
A video tape was filmed of rptr's surgery with her dentist and a rep from co. According to rptr, co hired a local filming co for the surgery. Rptr has the finished, "edited" film which teaches dentists how to perform the dental implant procedure. Co sold many teaching packages containing the implant system catalogue, along with the video-tape. The video-tape clearly shows rptr's head having a mouthful of dental implants being installed. This surgery was a total failure, costing rptr's family over $35,000.00 to repair the damages from the dental implant surgery. Rptr is presently in worse shape now than she's ever been and lives with severe pain everyday.